Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: no. (B)(6).

Event description:
It was reported that device fracture occurred. The over 70% stenosed target lesion was located in the severely tortuous and severely calcified carotid artery. A 10.0-31 carotid wallstent was selected for treatment. However, during the second repositioning, it was noted that the part where the stent and the delivery shaft were connected was fractured. The delivery shaft was outside the patient, and the stent inside the patient was removed with an 8f guiding catheter. No device fragments were left inside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event.